Event description:
The customer alleged that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received results of 405 and 407 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.